Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil winds were offset inside the introducer sheath and the distal tip of the embolization coil was outside of the sheath. Conclusions: evaluation of the returned device revealed that the ruby coil's embolization coil winds were offset inside the introducer sheath. This type of damage typically occurs due to improper handling during use. If the embolization coil is forcefully advanced against resistance, damage such as this may occur. The root cause of the initial resistance could not be determined. The ruby coil was attempted to be advanced through a demonstration microcatheter. While attempting to advance the ruby coil out of its introducer sheath and through the demonstration microcatheter; resistance was encountered and the ruby coil would not advance out of its sheath. The lantern referred to in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached seven ruby coils using a lantern delivery microcatheter (lantern). The physician then was unable to advance another ruby coil out of its introducer sheath and into the lantern, and therefore the ruby coil was removed. The procedure was then completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.